Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they are experiencing red skin under the tape collar. The end user applies an ostomy powder, does not use a skin preparation product. The appliance change procedure were reviewed with the end user, including the use of an under tape collar and the technique of crusting. Samples of alternate products are being sent. The end users subsequent outcome was not reported.